Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the leadless implantable pulse generator (ipg) was placed and the tether on the delivery system was pulled, the ipg stopped capturing. The ipg was explanted and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.